Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: new pfs received- new events added: pain: abdominal, bleeding: general abnormal. Bleeding, psych injury were added. Product indication was updated. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: fallopian perforation, uterine perforation. Outcome of previously added events abnormal bleeding(vaginal) were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo-provera). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on 30-jul-2019. At the time of the report, the fallopian tube perforation, uterine perforation, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain. 3 coils on right and left side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: a56796 manufacturing date: 2012-09 expiration date: 2015-09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain. 3 coils on right and left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter's information added.rcc added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: pfs received events "migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue" were added. Concomitant drugs and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo-provera). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received. Reporters information updated. Lot no. Was added. Event:abnormal bleeding (vaginal);and mental anguish. Event:psychology injury were updated to depression. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.